Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a 650cc tissue expander and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020.

Manufacturer narrative:
On 24-apr-2020, the investigation on the suspected medical device was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the device manufacture date was reported as 14-aug-2019 after the mre was performed, it was found that the actual device manufacture date is 12-aug-2019. The relevant filed has been updated. It was found that section h.5. Labeled for single use? Was mistakenly labeled as no on the initial report. The field has been corrected to yes. Investigation summary : during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed that there are three (3) tears on anterior view , measuring all of them approximately less than 0.1 cm. Microscopic examination of the edges of the tears revealed parallel striations on the three tears, that are consistent with markings made by a sharp instrument perforating silicone material. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).